Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator screen went blank and went to vent inop error message of da pcba adc reference failed. There was no patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported that the v60 ventilator screen went blank and went to vent inop error message of da pcba adc reference failed. Through follow-ups, customer stated that there was no patient involvement.